Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue identified (no usb communication).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 75%. However, when the charging ended after 20 minutes, the gauge displayed 70%. The customer's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.